Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on both right atrial and right ventricular channels, which was believed to be caused by electromagnetic interference (emi). There were no pauses seen. This device remains in service. No adverse patient effects were reported.